Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator circuit became disconnected and the device did not generate audio alarms. The patient was removed from the ventilator as the patient was ready to be extubated. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Device evaluation summary: the field service engineer (fse) evaluated the ventilator. The original patient circuit was not available for inspection. The fse installed a new patient circuit and applied a test lung for testing. In an attempt to reproduce the reported event, the test lung was disconnected from the ventilator numerous times. Both the audible and visual alarm activated each time the test lung was disconnected. The reported event was unable to be duplicated. The ventilator passed all testing and was returned to the customer for clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as follows: the respiratory therapist reported that the patient disconnected the ventilator circuit from himself and set off a visual alarm but no audible alarm.